Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic low anterior resection, after loading the reload onto the handle, the device was inserted into the abdominal cavity where the jaws of the device were secured onto the rectum. The device showed solid handle, shaft and reload indicators. The green fire button was solid. The surgeon hit the green button to fire and it blinked green. However, when the surgeon hit the blue fire button, absolutely nothing happened. After trying twice to hit the button, they hit the silver button and remove the reload. New reload was loaded and the case was finished flawlessly with several more perfect firings. There was no patient injury.